Event description:
It was reported that pump declared alarm 20 during operation. There was no reported impact to the customer's blood glucose level. Customer was unable to successfully load a cartridge and resume insulin therapy, leading to the decision by technical support to replace the pump and cartridges. Customer was instructed to use mdi as backup therapy and was guided on returning the malfunctioning pump.